Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 147 mg/dl. Customer reported was outside and may have been sweating, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.